Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) received an alert that indicated high out of range pacing impedances on the left ventricular (lv) lead were recorded. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trends. Upon review, ts observed that the lv lead impedances were had been high in the 1700 to 1800 ohms range over the past year and recently increased to greater than 2000 ohms. It was noted that the lv lead is a non-boston scientific product. Ts discussed review with the hcp and recommended for an in person visit for further evaluation. At this time, the crt-d and lv lead remain in service. No adverse patient effects were reported.